Manufacturer narrative:
Method: the sample has not been rec'd but was reported to be available. Results: results are pending the sample eval and testing at this time. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. The directions for use states, "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 mins and try again. The pt's body movements may relieve the catheter to allow easier removal. Do not cut or forcefully remove the catheter. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: lidocaine 0.5%/toradol 150mg, fill volume: 270ml, flow rte: 4ml/hr, procedure: c-section, cathplace: placed in c-section incision. Surgeon was trying to remove the catheter and it broke upon removal. The catheter segment will not be removed. Pt status is fine. (Add'l info: pump model pm025-a), lot # 0200475483, catalog #: 101371800).